Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump has a blank display. She is not sure of her blood glucose. The customer said that she was caught in a heavy rain and that her pump is not working. She said that she got soaked from head to toe. The customer said that the pump is vibrating without an alarm or alert and that the pump immediately went blank after being exposed to the moisture. She said that she is receiving a constant tone. She was advised the pump needed to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The pump will be returning for analysis.